Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) stent placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the catheter broke in half mid way up the catheter when they were pulling the stones out of the bile duct. The catheter broke inside the scope and they used a biopsy forcep to push the broken portion out of the scope inside the patient. The broken catheter was retrieved using a snare and no part of the device was left inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter was broken, stretched and kinked. No visible defect was noted on the balloon. Functional analysis could not be performed due to the condition of the device. The catheter may have been damaged due to resistance met when advancing the catheter; such resistance can occur during use in the common bile duct due to tortuous anatomy or pressure from stones. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) stent placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the catheter broke in half mid way up the catheter when they were pulling the stones out of the bile duct. The catheter broke inside the scope and they used a biopsy forcep to push the broken portion out of the scope inside the patient. The broken catheter was retrieved using a snare and no part of the device was left inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.